Event description:
On 9th april 2025, rayner received notification from its distributor in taiwan of an event that occurred during use of a rayone emv rao200e. The event description provided states that haptic damage was observed during implantation necessitating iol explantation and exchange.

Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that haptic damage was observed during implantation. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Device not returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone emv rao200e batch: 103227367 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. There is insufficient evidence and information available to determine the cause of haptic damage during injection.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that haptic damage was observed during implantation. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone emv rao200e batch 103227367 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. The device was retained and returned to rayner for evaluation. The device was returned dehydrated in the blister tray with lens in a saline filled pouch. Preliminary inspection of the returned injector showed that movable flaps were closed, and the plunger was pushed in. Provided lens was inspected under x10 magnification and found to have a torn haptic. Following the injector disassembly, cosmetic inspection of the injector parts revealed that the soft tip of the plunger was bent. There were visible traces of viscoelastic solution in the cartridge chamber. Following this, the injector was re-assembled, and fresh lens of rayone aspheric rao600c +24.00 d was loaded and injected as per the IFU. The injection was successful, felt very smooth and no issues occurred during this process. Product return inspection confirms the event as reported. On product return inspection and testing completed, no rayone injector fault was found. Results of injector testing confirm that the device performs as per design.

Event description:
On 9th april 2025, rayner received notification from its distributor in taiwan of an event that occurred during use of a rayone emv rao200e. The event description provided states that haptic damage was observed during implantation necessitating iol explantation and exchange.